Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited low pacing impedance. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.